Event description:
Pt was revised bi-laterally to address dislocation.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be-reopened.